Event description:
It was reported by the sales rep that the hs2 blade was used on a pt for a tonsillectomy. It was reported that the staff was trained on the procedure and normally uses the hard sheath blades, but the hs2 blade was assembled for this procedure. During the procedure the surgeon rested the blade against the pt's mouth. A plastic surgeon was consulted to look at the pt. The plastic surgeon stated that the pt had first degree burns on the side of the face and corner of the mouth and second degree burns on the lip. The consultant suggested using bacitracin for one week to treat the burns and admitting the pt overnight for observation. 03/06/2000. It was reported by the rep the blade was attached to the handpiece without an adaptor. The upper part of the blade shaft was rested directly on the pt's mouth while in use. The old style handpiece was used. 03/09/2000 it was reported by the rep the pt is still in the hospital, has lost seven lbs and is being fed intravenously. 03/24/2000 rep spoke recently with dr who was very anxious to discuss this case. Essentially, dr told rptr that dr had used the instrument only once or twice prior to this case, but dr had viewed the instructional video on its use provided by "ees". Dr expected the "ees" rep to be present for the procedure to assure that the proper set-up occurred. The instrument was partially set-up in central services and partly by the scrub team. Apparently, the rep was delayed and dr decided to proceed. Dr was not aware of the need for a safety collar, and it was not in place. When the lip burns were noticed dr stoped using the harmonic scalpel and asked for a plastic surgery evaluation. Dr was quite distraught that the "ees" documentation did not indicate the necessity for a safety collar, and dr believes it is "ees" who should compensate the cost of a plastic surgery consult. Rptr asked if dr was aware of the package insert, and its set-up instructions. Dr did not realize there was such a document.